Manufacturer narrative:
Two components of the navigation system were returned to the manufacturer for analysis. One of the components returned (tool interface unit (tiu)) was found to be fully functional and unrelated to the reported event. The second component (positioning sensor unit (psu)) was tested and when connected to a known good system the psu constantly cycled without establishing communication. Was not able to test further. The reported event was confirmed.

Event description:
A medtronic representative reported that there is intermittent communication between the tool interface unit (tiu) and the positioning sensor unit (psu) on the navigation system. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.no parts have been received by the manufacturer.